Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient had inaccurate cgm values 6 days after the sensor was inserted in the arm. Late in the afternoon on (B)(6) 2024, the patient was resting on her recliner and not engaging in any activity. At 5:00 pm, she experienced dizziness and checked her continuous glucose monitor (cgm), which showed a reading of 400 mg/dl. She did not take a fingerstick test as she lacked the necessary supplies. The patient was feeling extremely unwell, experiencing fatigue, tiredness, light-headedness, and weakness. Her husband decided to drive her to the emergency room at 5:15 pm, and they arrived at 6:37 pm. The doctor recorded a blood glucose (bg) reading of 800 mg/dl and administered insulin and a saline solution, followed by an IV solution, which was provided five hours later. The doctor monitored her sugar levels and kept her overnight at the hospital. The patient continued to use the cgm during her hospital stay. The next morning, on (B)(6) 2024, around 10:00 am, the doctor observed that the patient's blood glucose level had decreased to 356 mg/dl, though the cgm still indicated "high." Since the bg meter reading was lower compared to the initial reading in the emergency room, the doctor decided to discharge her. By that time, the patient was already feeling better and went home. She continued to use the cgm at home and only removed it when it expired on 07/20/2024. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator on (B)(6) 2024. The reported glucose values fall within the a zone of the parkes error grid on (B)(6) 2024. No additional patient or event information is available.